Event description:
It was reported that a piece of the patient's bone from the posterior wall fell out during a hip revision surgery. It was further reported that a screw was put in to secure the piece of bone in place. It was further reported that the surgeon had to use force to move the device around during the procedure and switched to using the (B)(6) explant system mid case. It was further reported that there was a 5 minute delay and the procedure was completed successfully without further adverse consequences.

Event description:
It was reported that a piece of the patient's bone from the posterior wall fell out during a hip revision surgery. It was further reported that a screw was put in to secure the piece of bone in place. It was further reported that the surgeon had to use force to move the device around during the procedure and switched to using the zimmer explant system mid case. It was further reported that there was a 5 minute delay and the procedure was completed successfully without further adverse consequences.